Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/22/2016. Retain and product was tested and functioning according to specification. Return product was not returned for testing. Investigation: retain testing -passed (wbs3), return testing -not product was available for return. DHR review - lot passed final product test, no related ers associated with the lots, 15,800  were distributed from the lot, there were 0 other complaints for the lot  for unexpected/discrepant results. Assessment: the information provided suggests the patient's cardiac function was impaired. If the chest pain, was indicative of a myocardial infarction (mi) a rise would be expected in serial sampling as per the universal definition of mi (thygesen k, alpert js, white hd, et al. Universal definition of myocardial infarction. Circulation. 2007; 116:2634-2653.).   Additionally, given the half-life of ctni of approximately 2 hours, a decrease would be expected over time if the mi had occurred prior to the patient coming to the hospital. However, the customer did indicate that additional samples were later drawn from the patient and tested on the vista, and gave consistent results to the initial result. This would indicate that neither a rise or fall had occurred. Due to the malfunctioning pacemaker, it is possible that ctni could be in circulation unrelated to a mi and the I-stat result at 0.06 on the I-stat would indicate that some troponin was detectable. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2016 abbott point of care was contacted by a customer reported they obtained a troponin I result of 0.06 ng/ml on the I-stat system followed by a 0.341 ng/ml on a siemens vista analyzer. Return product is not available for investigation. The customer confirmed that additional samples were later drawn from the patient and tested on the vista, and gave consistent results. However, there was no repeat testing was done on the I-stat. Patient came into the ER for cardiac issues; chest pain associated with a malfunctioning pace maker and was admitted. Date, method , time , result: (B)(6) 2016, I-stat, 04:41, 0.06. (B)(6) 2016, vista, 05:15, 0.341. At this time, abbott point of care does believe that there is a product malfunction, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(6).

Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/22/2016. Retain and product was tested and functioning according to specification. Return product was not returned for testing. Investigation: retain testing -passed (wbs3), return testing -not product was available for return. DHR review - lot passed final product test, no related ers associated with the lots, (B)(4) were distributed from the lot, there were 0 other complaints for the lot  for unexpected/discrepant results. Assessment: the information provided suggests the patient's cardiac function was impaired. If the chest pain, was indicative of a myocardial infarction (mi) a rise would be expected in serial sampling as per the universal definition of mi (thygesen k, alpert js, white hd, et al. Universal definition of myocardial infarction. Circulation. 2007; 116:2634-2653.).   Additionally, given the half-life of ctni of approximately 2 hours, a decrease would be expected over time if the mi had occurred prior to the patient coming to the hospital. However, the customer did indicate that additional samples were later drawn from the patient and tested on the vista, and gave consistent results to the initial result. This would indicate that neither a rise or fall had occurred. Due to the malfunctioning pacemaker, it is possible that ctni could be in circulation unrelated to a mi and the I-stat result at 0.06 on the I-stat would indicate that some troponin was detectable. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction." Correction describe event or problem: (B)(4).

Event description:
On (B)(6) 2016 abbott point of care was contacted by a customer reported they obtained a troponin I result of 0.06 ng/ml on the I-stat system followed by a 0.341 ng/ml on a siemens vista analyzer. Return product is not available for investigation. The customer confirmed that additional samples were later drawn from the patient and tested on the vista, and gave consistent results. However, there was no repeat testing was done on the I-stat. Patient came into the ER for cardiac issues; chest pain associated with a malfunctioning pace maker and was admitted. Date: (B)(6) 2016, method: I-stat, time: 04:41, result: 0.06; 09/14/2016, vista, 05:15, 0.341. (B)(4).